Manufacturer narrative:
Clarification to a2 age at time of event: exact age not provided, reported as "a woman in her 60s." The events of "lymphoma-alcl-suspected" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture; "fluid accumulation"; "definitive diagnosis of bia-alcl".

Event description:
Healthcare professional reported to abbvie sales representative, a patient with a history of breast cancer underwent an MRI which showed, "findings suggestive of implant rupture and fluid accumulation around the implant, raising suspicion for bia-alcl." Soon after, "rapid enlargement of the left breast due to increased fluid accumulation" was observed and the device was explanted via total capsulectomy. Healthcare professional reported "a definitive diagnosis of bia-alcl was made, and future chemotherapy is being considered". Pathological markers confirming alcl have not been received. This record is for the left side. Unknown if the device is available for return.